Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx434-t) was implanted during a procedure performed in (B)(6) 2021. According to the complainant, the patient developed a headache and vomiting. The physician suspected that the shunt system had developed a blockage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data were submitted.

Manufacturer narrative:
Additional information: a2, a3, a4, b5; new questionnaire with the release for investigation with patient data investigation: visual inspection the following observations were made during the visual inspection: particle in the delivery liquid, turbid membrane of the reservoir, signs of mold in the inlet of progav 2.0. Permeability test: the test showed that all components are permeable. After the first drops of clear fluid, bloody lumpy particles leaked out of the distal catheter. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 11,28 cmh2o. This is within the specified tolerance of 12 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 19,19 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, no deposits were found in progav 2.0. In the shuntassistant were visible deposits. Results: we are obliged to inform you that the condition of the product could be affected due to the interval between the explantation date and the release of the product/ investigation, because fungus and mold can develop. Therefore, the investigation result could be invalid because the time of delay of the start of the investigation. Based on our examination results, we can detect leaked deposits during the permeability test. The deposits do not affect the technical properties at the time of the examination. At the time of the examination, we do not know how the above-mentioned functional impairment occurred. Proteins in the cerebrospinal fluid can temporarily influence function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The release for investigation/filled questionnaire was submitted on 03/17/2022. It was reported that a progav 2.0 shuntsystem (part # fx434-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 50 years; height: 157 centimeters (cm); weight: 47 kilograms (kg); gender: female.

Manufacturer narrative:
Additional information: d4 (serial #, lot #, exp. Date), and h4 - serial number was transmitted different on the questionnaire as on the incoming product. Statement: results: on the basis of juristic requirements and since our tests, e.g. Flushing with liquid, test level measurement and, if necessary, damage due to opening of the valves, influence the product properties we have to get the approval by the attending doctor as a step of safeguard. Unfortunately it was not possible for us to examine the product sent in because, despite four times requesting, the explicit release for investigation was not granted. For this reason, we returned the product for our discharge without examination. It should be noted that deposits are a common cause of blockage or dysfunctions. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. A final conclusion on the suspected blockage is only possible with an examination. Referring to the traceability of the product, we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: based on the current information, no further regulatory actions are required from our point of view.